Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn: (B)(6), +21.0d) was explanted from the right eye due to patient dissatisfaction with the crispness of their vision. A new light adjustable lens (sn: (B)(6), +21.0d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).